Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vcd was used during a coronary stenting procedure. There were no visible signs of device or packaging damage prior to use. The femoral puncture site was verified to have a vessel diameter of at least 5 mm, with no nearby stent, no stenosis greater than 50%, and no prior closure device or manual compression within the past 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed and the indicator window turned solid black. The deployment button was fully depressed and flush with the handle, and the device was removed as a single unit approximately 1¿2 seconds later. Upon removal, the plug was found partially deployed and partially out of the shaft, but it did not fall out, nor was it fully inside the shaft. The indicator wire was not visible at the time of removal. A picture was provided. The device was returned for evaluation.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. A picture was provided. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. Upon removal, the plug was found partially deployed and partially out of the shaft. The indicator wire was not visible at the time of removal. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vcd was used during a coronary stenting procedure. There were no visible signs of device or packaging damage prior to use. The femoral puncture site was verified to have a vessel diameter of at least 5 mm, with no nearby stent, no stenosis greater than 50%, and no prior closure device or manual compression within the past 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed and the indicator window turned solid black. The deployment button was fully depressed and flush with the handle, and the device was removed as a single unit approximately 1-2 seconds later. One non-sterile 6f exoseal vascular closure device was returned for investigation. Visual inspection revealed that the deployment lever was in the depressed position and the guard was locked. The plug was not returned for evaluation, and the indicator wire was found in the retracted position. A 6f cordis avanti catheter sheath introducer (csi) was returned inserted onto the device. The indicator window was observed in the black/white/red position. One anomaly was noted during the visual inspection: a discrepancy between the received condition image provided by the decontamination site, which showed partial plug deployment, and the returned unit, in which the plug was not included. A functional deployment simulation could not be performed, as the unit was received in a fully deployed state. A high-magnification microscopic evaluation was performed to examine the internal mechanism. No abnormal conditions were identified during this analysis. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was observed when reviewing the condition of the device when received at the decontamination site as the plug was partially deployed with the deployment button fully depressed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the partial deployment of the plug reported, especially since there were no anomalies noted to the returned device. However, it is possible that the plug was prematurely swollen within the delivery shaft, which can occur due to procedural factors. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis nor the information available for review suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.